Event description:
Caller states customer attempted to obtain a result on the advantage system while having high blood glucose symptoms. The customer was unable obtain a result because the incorrect type of battery had been purchased and the meter would not power on. The following morning customer's high blood glucose symptoms became worse and he was taken to the hospital. Customer tested over 500 mg/dl at the hospital and was treated with insulin and admitted to the hospital. Requested return of suspect device and replacement was sent.